Event description:
Consumer reported that on feb first, she began using o.b. Regular absorbency tampons and changed the tampon every 2-3 hours. On feb 2nd, she felt itchy and red rash on her arm, abdomen, neck and waist while she used 4 tampons in total. She discontinued use and visited her doctor the next day. She did not experience nausea, vomiting or fever. She had a negative allergan test, no diagnosis was provided.

Manufacturer narrative:
The product referenced in this event is not imported or sold in the united states. (B) (4) is reporting this event because the tampon is "similar" to tampons sold in the u.s. This closes out this report unless additional, significant info is received. (B) (4).